Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from italy alleged discrepant results for a three patients while using the cobas® sars-cov-2 test for use on the cobas® 6800/8800 systems for patient 1, the alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on a different platform (seegene) which yielded a negative result. For patient 2, the alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on a different platform (immunospark method) which yielded a negative result. For patient 3, the alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on a different platforms (seegene and immunospark method) which both yielded a negative result. For patient 1 and 2, only the negative results were reported out. For patient 3 it is unknown which results were reported. No harm is alleged. An investigation is underway to evaluate the customer issue.

Manufacturer narrative:
Corrected b6 to add sample collection information and to specify that the retest for patient 3 was either on seegene or immunospark method (instead of seegene and immonospark.). Also updated b5 to reflect the same corrected regarding the retest for patient 3 corrected h5 to no. The investigation, including investigation of the reagent lot batch, did not identify any product problem. A review of the data provided did not show any major shifts or suppression in the control curves and the ic CT¿s in the controls performed consistently. Although unknown the likely cause of the discrepancy alleged is likely due to differences in technology between the cobas® sars-cov-2 qualitative assay or use on the cobas® 6800/8800 systems and the immunospark and seegene tests. Another potential cause of the discrepancy alleged are site specific factors like a sample swap. Solution / conclusion: no product problem or systemic issue was identified and the differences observed are likely to site specific factors like a sample swap or differences in technology between the different methods. (B)(4).

Event description:
For patient 3, the alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on a different platforms (either seegene or immunospark method) which both yielded a negative result.